Event description:
The pt is a (B)(6) y/o male who has a history of recurrent enterocutaneous fistula requiring long-term tpn and who has a heparin allergy. During the procedure to place and tunnel a cv line from the upper right chest to the right ij vein, the catheter broke. All parts of the catheter were removed from the tunnel and the pt's procedure was terminated and rescheduled for the next day. When a replacement catheter was available. The pt suffered no ill effects from the catheter break or the one day delay in the catheter placement.